Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that an inserter did not securely connect with a mating implant during surgery. The inserter was used to successfully complete the procedure without reported patient impacts.

Manufacturer narrative:
The returned device was evaluated. There was no failure mode detected.

Event description:
It was reported that an inserter did not securely connect with a mating implant during surgery. The inserter was used to successfully complete the procedure without reported patient impacts.